Event description:
This report summarizes 18 malfunction events where a midwest stylus plus would not hold burs. No injury resulted in any of the events.

Manufacturer narrative:
Additional serial numbers included in this report: (B)(4). 18 of 18 devices were returned for evaluation. Evaluation of thirteen devices found normal chuck wear and the turbine needed to be replaced. The devices was repaired and returned to the customers. Evaluation of five devices found chuck wear and lack of maintenance. The devices were repaired and returned to the customers.